Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the water temperature of t4 was around 4-6. But the water temperature of t1 was not cold. The mixing pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a cooling malfunction. Per review of wo on 13jul2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 18jul2023, they repaired the device on the field and replaced mixing pump. The issue was resolved and replaced mixing pump and ttm work normally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a cooling malfunction. Per review of wo on 13jul2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 18jul2023, they repaired the device on the field and replaced mixing pump. The issue was resolved and replaced mixing pump and ttm work normally.